Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified distal right coronary artery to atrioventricular branch. Following pre-dilation with a 2.5mm non-bsc balloon catheter, a 3.00 x 38mm synergy ii drug-eluting stent was advanced but failed to cross the lesion due to calcification in the bifurcation part of atrioventricular branch. The device was removed and it was noted that the front part of the stent was bent. After further dilatation, the procedure was completed with a 3.0x38mm non-bsc stent. No patient complications nor injuries were reported.